Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll on (B)(6) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, the load plate cover was torn and had multiple holes. During the archive data review user advisory (ua) 20 (position out of range-no unwind), ua 45 (shaft not at "home" position occurred), and ua 18 (max take-up revolutions exceeded) were observed. The device passed functional test without any faults or errors. In summary, the reported complaint of the device displaying ua 20, ua 18 and ua 41 occurring during a shift check on (B)(6) 2016 was confirmed during the archive data review. The encoder drive shaft position was not within the normally acceptable range when the device was powered on during the shift check. The user tried to troubleshoot the issue by rotating the encoder shaft to the home position. However the encoder position was still one revolution off the normal home position, which will trigger the user advisory 45 (shaft not at "home" position occurred). This error was not reported in the problem description, but found during the archive data review. After successfully homing the encoder shaft, and all the errors have been cleared, the user tried to run the platform again. However the device failed to compress during the take up due to user advisory 18 (maximum take-up depth exceeded). This was due to no patient load change was detected at the load plate, the cause could have been, no patient present or patient too small. During the investigation the load cell was found to be defective, thus causing the ua 18. After the repairs were completed the autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check the autopulse platform s/n (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded), ua 20 (position out of range) and ua 41 (patient temperature sensor failure). To troubleshoot the issue the customer checked the drive shaft location and found it seated at home position. There was no patient involved with this event. No additional information was provided.